Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment logs file was reviewed, which confirmed multiple occurrences of "e43 - cpu error" which were observed to have been cleared. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that during the second treatment pass, the patient coded. The rapid response team was called to the operating room and resuscitated the patient. It is unknown if the patient has any pre-existing conditions; however, he does have a pacemaker. The treating surgeon does not know what caused the patient to code. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient with a pacemaker underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the second treatment pass, the patient coded. The rapid response team was called to the operating room and resuscitated the patient. It was reported that the treating surgeon does not know what caused the event. The patient was discharged from the hospital 10 days post-aquablation therapy without any voiding issues and is reportedly doing "fine". No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.